Event description:
Procedure type: hernia. According to the reporter: used for sils abdominal incision hernia repair. Procedure was completed without problem. After surgery, pt became thrombocytopenia. Customer is concerned it caused by pco.

Manufacturer narrative:
(B)(4).